Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a roux-en-y gastric bypass the device would not hold the suture when loaded. After several throws of stitch, the needle disengaged from the device. The device was loaded successfully, but disengaged three more times. No patient injury. The case was delayed for one hour. To correct the condition, another device was obtained with additional suture.

Manufacturer narrative:
Report initially received from sales representative on 30 jan 2017.